Manufacturer narrative:
Insulin pump was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 510 mg/dl. The customer stated that insulin pump had battery out limit and the insulin pump alarmed battery change. The customer also reported that they were able to clear the alarm and unable to complete the rewind. The insulin pump will be returned for analysis.